Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) full lead was returned and analyzed. The helix length (fully extended) measured .070 inches. Primary analysis finding noted defib conductor distorted at medial section at 39 centimeters. Damaged at implant noted.

Event description:
It was reported that the right ventricular lead had insulation failure at the junction of the pace/sense portion and the defib coils. It was also reported the left ventricular lead had low impedance of 133 ohms and high thresholds. The right ventricular lead was capped and replaced, and the left ventricular lead was taken out of service. No patient complications have been reported as a result of this event. During the implant attempt of the new right ventricle lead, there was coil separation proximally. This lead was not used. As well, no patient complications were reported as a result of this event.